Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's non-reportable allegation was confirmed due to poor connector contact. The device evaluation also found a reportable malfunction: a missing converter screw which remained inside the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system was producing a noisy image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a missing converter screw which remained inside the device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the missing screw of the converter remained inside the device, however the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.